Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient experienced a loss or change of therapy on (B)(6) 2017. The patient increased the stimulation to 1.3 volts after experiencing bladder fullness after a car trip and could not quite make it. The patient stated that a couple times they had an extremely full bladder and could not make it. The patient was driving from another state and had 3 (B)(6). The patient could feel stimulation and said that they felt the stimulation sensation every now and then like an intermittent little flutter. Once in a while the patient would feel it in their left foot, but it did not bother them. The patient confirmed that increasing the amplitude resolved their symptoms.